Event description:
It was reported that the patient had high impedance on one segment of the left lead, specifically on contact 2a, which measured greater than 5k ohms during an extension replacement procedure. The patient underwent a revision on (B)(6) to remove scar tissue that had adhered to the battery and extensions, causing pain in the neck and chest area. Pre-operative impedance testing showed no issues, but post-operative testing revealed elevated impedance values. Numerous impedance tests were performed, including stimulation through the segments and contacts, but the values did not normalize. The extensions were replaced, but testing continued to show elevated impedance on multiple electrodes. The system was connected, leaving contact 2a with the elevated impedance value as is. The patient does not use this contact but expressed concern about MRI eligibility due to the elevated impedance. The issue remains unresolved, and follow-up testing is planned. Additional information was received from a manufacturer representative confirming that the high impedance issue remains unresolved and the lead is still implanted. The elevated impedance is not causing any loss of therapy, and replacement of the device is not currently planned. This has been confirmed with the physician, and no further information is available.

Manufacturer narrative:
Continuation of d10: product ID: b3400060m, serial# (B)(6), implanted: (B)(6) 2025, product type: extension. Product ID: b3400060m, serial# (B)(6), implanted: (B)(6) 2024, product type: extension. Product ID: b3400060, serial# (B)(6), implanted: (B)(6) 2024, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 05-jun-2027, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(6), ubd: 01-jul-2026, UDI#: (B)(4) ; product ID: b3400060, serial/lot #: (B)(6), ubd: 18-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.